Manufacturer narrative:
Device received with partial display due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to partial display. Device received with corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case (battery tube) and faded serial number label. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a white insulin pump screen and replaced battery, briefly switched on again and frozen display again after fifteen minute. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.